Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented with an episode of hypoxia, unresponsiveness, and an elevated international normalized ratio (inr) of 9. The patient also had dilated left ventricle (lv), elevated lactate dehydrogenase (ldh) and liver function tests (lfts). The hypoxia required supplemental oxygen. The patient possibly had powers of 5.5 watts on admission. The pump powers were stable in the 5 watt range in the log file which would be appropriate for a fixed speed of 9000 rpm. There was no dark urine. The patient's labs were improving daily, mental status stable, and clinically stable. The inr was 1.6 currently. Heparin and ramp would be done later. The log file captured routine events, the pump and peripheral equipment appeared to be functioning as intended.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh) was hanging out in the 600s range and was a week out from transcatheter aortic valve replacement (tavr). Prior to the procedure the flows were in the 5.5-6 lpm range. The patient had a few episodes where the flows were elevated in the 7 lpms. Currently the flows seemed close to baseline. The log file contained 1 low speed operation due to the set speed being briefly set below the low speed limit on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the echocardiogram was read as the following. The patient had severely decreased left ventricular ejection fraction (lvef). The speed on left ventricle assist device (lvad) increased to 11,000 rpm with mild transient improvement in lvef . There was sever global left ventricle dysfunction. The left ventricular cavity size was severely increased. The 29mm edwards s3 bioprosthetic aortic valve replacement was well seated, leaflets not well visualized. Flow parameters not measured, trivial to mild paravalvular aortic insufficiency eminating from the septal aspect of the valve. The left atrial area was moderately dilated. The right atrial area was severely dilated. There was mild tricuspid valve regurgitation. The diastolic function was moderately reduced. There was mild mitral regurgitation. The left atrial pressure was elevated. In comparison to the previous study, the left ventricle was slightly more dilated. The cause of the hypoxia and elevated international normalized ratio (inr) was thought to be multifactorial but it was not certain. It possibly related to the patient's aortic insufficiency, heart failure and poor forward flow, then causing passive congestion and elevated international normalized ratio (inr). The patient was discharged on (B)(6) 2021 and the inr goal was increased to 2.5-3.0. The patient's lactate dehydrogenase (ldh) was trended as an outpatient, peaked at 846 on (B)(6) 2021 and was coming down (last was 758 on (B)(6) 2021). The plan was for another ldh lab and for a clinic visit to ensure the patient was staying out of heart failure and interrogate the ventricular assist device (vad). The patient's powers have not changed but the flows seem to have normalized.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. Additionally, an isolated elevation in pump power was confirmed through the patient¿s submitted log files; however, a direct cause for this elevation could not be conclusively determined. Hemolysis is listed in the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section discusses anticoagulation, including recommended international normalized ratio (inr) values. The heartmate ii lvas IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 08oct2012. No further information was provided. The manufacturer is closing the file on this event.